Event description:
It was reported that the pt had an overdose within 24 hrs of implant. The caller was hypotonic and 9-1-1 was called. Pt was transported in an ambulance to the ER and was in intensive care for two days. The pump was shut off and then the company rep turned it back on and decreased the dose. The pt was trialed epidurally with dilaudid. At the time of the overdose the pt was on a dosage of 0.74 mg/day dilaudid at 5 mg/ml concentration. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).